Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up visit in clinic, a small opening in the implant incision was seen. The pacemaker was removed and replaced during a pocket revision procedure on (B)(6) 2018 due to concerns of possible infection. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.